Manufacturer narrative:
Additional narrative: patient weight is unknown. (B)(4). Potential lot numbers reported but it is unknown when lot the complaint device was: 9213272, 9555779, 9555778. Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records for all potential lot numbers was completed: lot: 9213272: manufacturing date: october 22, 2014, expiration date: october 01, 2024. Lot 9555779 and 9555778: manufacturing date: july 09, 2015, expiration date: july 01, 2025. All lots: manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery to remove tumor in skull took place on (B)(6) 2016. During the surgery, the surgeon experienced difficulty engaging a screw and screwdriver. Once he tried to insert the screw by forcefully using the screwdriver, the driver slipped and the part of screw head was wrenched off. The surgeon was unable to remove the remaining part of the screw from the skull; the surgeon decided to leave the residual as it was. After some treatment of smoothing the broken surface of the screw, the surgery proceeded and was successfully completed; no surgical delay was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10; h3, h6: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: potential lot numbers and expiration dates for associated device(s): 9213272 (october 1, 2024), 9555779 (july 1, 2025), and 9555778 (july 1, 2025). D4: potential UDI numbers based upon provided lots: (B)(4). H3/h6: product investigation summary: two (2) small fragments of a matrixneuro screw head were returned for investigation. According to the accompanying documents, the device is part number 04.503.104.04s with potential lots 9213272, 9555778, and 9555779. Unfortunately, the fragments could not be allocated to the respective lot number. The dimensions could not be checked due to the damage that was incurred to the device. The root cause could not be definitively determined; however, the cause of failure is not due to any manufacturing non-conformances. The most probable root cause is related to the method of use and the patient¿s bone quality. No indication for product related issues were found. H4: manufacturing dates based upon provided lot numbers: october 22, 2014 (lot 9213272) and july 9, 2015 (lots 9555778 and 9555779). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.